Manufacturer narrative:
(B)(4). Multiple MDR's are associated with this reporting: 0001822565 - 2020 - 00200, 0001825034 - 2019 - 04057. Concomitant medical products: unknown part/lot, unknown stem, 11-210099 explor implant locking screw lot 690690. Reported event was unable to be confirmed due to the limited information received from the customer. Device history record (DHR) review was not possible as no part/lot was provided. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported patient is experiencing range of motion issues in extension since the locking screw was revised. No further information is available at the time of this reporting.